Event description:
It was reported via medwatch (B)(4) that the procedure was cancelled. The chronic totally occluded target lesion was located in the superficial femoral artery (sfa). Two 300cm straight tip v-14 control wire guidewires and a 135cm rubicon 35 guide catheter were selected for use. During the procedure, it was noted that the tip of the first guidewire became stuck at the end of the rubicon catheter and sheared off in the distal left sfa. The detached fragment remained in the patient's body. The physician did not attempt to retrieve the wire tip as there was no flow in this segment. Subsequently, the second guidewire was used but could not cross into the true lumen and the distal tip of the wire also became stuck at the end of the rubicon catheter. The physician pulled out both catheter and wire at the same time through the sheath. The wire was frayed but intact. The physician removed everything from the sfa and aborted the procedure. No complications were reported and the patient was fine post procedure. It was further reported that the rubicon catheter also frayed which may have caused the wires to fray.

Event description:
It was reported via medwatch 3600840000-2021-8035 that the procedure was cancelled. The chronic totally occluded target lesion was located in the superficial femoral artery (sfa). Two 300cm straight tip v-14 control wire guidewires and a 135cm rubicon 35 guide catheter were selected for use. During the procedure, it was noted that the tip of the first guidewire became stuck at the end of the rubicon catheter and sheared off in the distal left sfa. The detached fragment remained in the patient's body. The physician did not attempt to retrieve the wire tip as there was no flow in this segment. Subsequently, the second guidewire was used but could not cross into the true lumen and the distal tip of the wire also became stuck at the end of the rubicon catheter. The physician pulled out both catheter and wire at the same time through the sheath. The wire was frayed but intact. The physician removed everything from the sfa and aborted the procedure. No complications were reported and the patient was fine post procedure. It was further reported that the rubicon catheter also frayed which may have caused the wires to fray.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rubicon guide catheter and the related guidewire. There was dried blood throughout the shaft of the rubicon. The device was soaked for 4 days, but the wire could not be removed/separated from the rubicon. Analysis of the tip and shaft included microscopic and visual inspection. Inspection revealed tip damage (stretched down over wire), the shaft was damaged (stretched down over wire) starting at the tip and continued for approximately 41cm. The shaft damage was observed to be tight over the wire, preventing the wire from moving within the device. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported via medwatch (B)(4) that the procedure was cancelled. The chronic totally occluded target lesion was located in the superficial femoral artery (sfa). Two 300cm straight tip v-14 control wire guidewires and a 135cm rubicon 35 guide catheter were selected for use. During the procedure, it was noted that the tip of the first guidewire became stuck at the end of the rubicon catheter and sheared off in the distal left sfa. The detached fragment remained in the patient's body. The physician did not attempt to retrieve the wire tip as there was no flow in this segment. Subsequently, the second guidewire was used but could not cross into the true lumen and the distal tip of the wire also became stuck at the end of the rubicon catheter. The physician pulled out both catheter and wire at the same time through the sheath. The wire was frayed but intact. The physician removed everything from the sfa and aborted the procedure. No complications were reported and the patient was fine post procedure.